Event description:
According to the reporter, during a laparoscopic hepatectomy, the clips were found broken before using on the patient. Replacement of new products have been done to complete the case. There was no reported patient harm.